Event description:
The customer contacted abbott regarding an initial discrepant architect havab-m (B)(6) patient result of (B)(6) generated with reagent lot 93794hn00. The customer stated testing of the same patient sample with the abbott core-m, hepatitis b surface antigen and anti-hcv assays generated (B)(6) results, however, the havab-m (B)(6) result was reported out of the lab. The customer was advised to re-test the sample with a different lot of reagent and a (B)(6) result of (B)(6) was generated, therefore, the customer sent a corrected report. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000 analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.